Event description:
On (B)(6) 2022 we received an allegation that coaguchek xs meter serial number (B)(4) using strip lot 54974523 with expiration date 31-jan-2023 was not reading correctly when compared to an unknown laboratory method in (B)(6) 2022. It was reported that the patient's therapeutic range used to be 2.5 - 3.5 inr but due to blood clots allegedly occurring in (B)(6) 2021, the patient's therapeutic range was reportedly increased to 3.0 - 3.5 inr. The first alleged blood clot was identified on (B)(6) 2021 and the second alleged blood clot was identified on (B)(6) 2021. The test strip lot number used in (B)(6) 2021 was not known. This medwatch will cover the meter to lab comparison results from (B)(6) 2022. Refer to medwatch with patient identifier (B)(6) for information on the first alleged blood clot identified on (B)(6) 2021 and medwatch with patient identifier (B)(6) for the second alleged blood clot identified on (B)(6) 2021. The discrepant inr results alleged by the reporter in (B)(6) 2022 were: on (B)(6) 2022 the meter result at 7:05 a.m. Was 4.4 inr. The result from the laboratory at 8:30 a.m. Was reportedly 3.2 inr by an unknown method. On (B)(6) 2022 the meter result "a little before 8 a.m." Was 4.8 inr. The time of this test is documented as 8:22 a.m. In the memory of the returned meter. The result from the laboratory at 8:30 a.m. Was reportedly 3.2 inr by an unknown method. On (B)(6) 2022 the meter result at approximately 7:50 a.m. Was 5.6 inr. The time of this test is documented as 8:26 a.m. In the memory of the returned meter. The result from the laboratory at approximately 8:30 a.m. Was reportedly 3.7 inr by an unknown method. The patient's therapeutic range is 3.0 - 3.5 inr. The patient reportedly used to test once per week, but, has "had to test more frequently at times due to the issues she has had."

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips from the time of the comparisons in (B)(6) 2022 (lot 54974523) were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.